Manufacturer narrative:
This complaint was initially reported on (B)(6) 2015; however, the event met MDR reportability criteria on (B)(6) 2015 when coil damage was found during analysis. (B)(4). As reported by a healthcare professional, during coil embolization of a posterior communicating artery aneurysm, the delta plush coil ((B)(4)) sheath split open and could not be resheathed. Product analysis found that the coil was severely damaged, and it was reported that it was unknown if the device was damaged during the procedure. Excessive force had not been used and the device had been prepped and used as per the IFU. There was no evidence of damage to the sheath. There was no malfunction of the device while in the patient. There was no patient injury or clinically significant delay in the procedure due to the event. The device was returned for analysis. As viewed through the returned packaging, it was found that the coil was returned unsheathed. The sheath was returned separated from the core wire and coil. Located at the distal tip of the skive, the skive has been opened up. Mechanical sheath damage caused by the resheathing tool was found at where the skive was opened adjacent to the clear/green junction .the coil was returned severely damaged with the stretch resistance suture and the attached ball tip severed and not returned. The circumstances of how and when this unreported coil damage and severing of the stretch resistance suture occurred cannot be determined. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The sheath splitting and being unable to resheath the coil as well as damage to the coil were confirmed. The most likely contributing factor to the resheathing issue appears to have occurred when the resheathing tool was advanced onto the clear/green junction of the sheath. When the resheathing tool was retracted the sheath opened up causing the core wire and coil to protrude outside the sheath. A portion of the coil damage may have occurred at this time. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ in addition, without the return of the severed suture with the attached ball tip, the unidentified microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any other contributions to the complaint event. It is not possible to determine what cause the coil damage; however, post-procedural handing factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a posterior communicating artery aneurysm, the delta plush coil ((B)(4)) sheath split open and could not be resheathed. Product analysis found that the coil was severely damaged, and it was reported that it was unknown if the device was damaged during the procedure. Excessive force had not been used and the device had been prepped and used as per the IFU. There was no evidence of damage to the sheath. There was no malfunction of the device while in the patient. There was no patient injury or clinically significant delay in the procedure due to the event. The device was returned for analysis.